Manufacturer narrative:
(B)(4). Brand name: the reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. The action taken with dianeal therapy was not reported. It was not reported if the patient was hospitalized for the event. The patient outcome of this peritonitis event was unknown. No additional information is available. This is report 2 of 3 involved in this peritonitis event.